Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The sheath was inserted to the patient without issues. After inserting the catheter into the sheath, suction was performed and air was continuously pulled out. The device was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as the investigation determined tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves' ability to seal pressure and fluid within the sheath

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The sheath was inserted to the patient without issues. After inserting the catheter into the sheath, suction was performed and air was continuously pulled out. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.